Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-00893 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-00934 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip had to be pulled off from the tissue in order to remove from the patient. The same issue occurred with the second resolution clip device. There was some minor bleeding noted after the second clip was pulled off the tissue. Another resolution clip device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.